Event description:
It was reported that this implantable pacemaker delivered 22 inappropriate electric shocks for what appeared to be atrial driven arrythmia. Patient was hospitalized in response to the event. No additional adverse patient effects were reported.